Event description:
It has been reported the assembly of the gamma nail does not coincide with the lag screw: when trying to insert the cephalic screw, excessive force had to be used and it was noticeable that it did not slide well inside the nail. We checked that everything was well connected, that it was the guide that had to be, the angulation that it had to be, everything verifiable. We ended up removing everything, disassembled and reassembled outside and testing outside, it continued to rub against the cephalic screw when passing inside of the nail. In the end we put a nail and a new screw. The procedure was delayed by 60 min.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It has been reported the assembly of the gamma nail does not coincide with the lag screw: when trying to insert the cephalic screw, excessive force had to be used and it was noticeable that it did not slide well inside the nail. We checked that everything was well connected, that it was the guide that had to be, the angulation that it had to be, everything verifiable... We ended up removing everything, disassembled and reassembled outside and testing outside, it continued to rub against the cephalic screw when passing inside of the nail. In the end we put a nail and a new screw. The procedure was delayed by 60 min.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device was found to be fully functional and conforming to specifications. The device inspection revealed the following the received lag screw has visible scratch marks which can be caused by forceful insertion, and which can be also evident on the nail as stress marks are visible in the lag screw insertion hole. The scratch marks are visible on the proximal end of the screw. Functional test was performed with the reported lag screw and nail, in which no insertion problem was observed, and the lag screw could be locked as required. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue since the device is found to be fully functional during the inspection. If any additional information is provided, the investigation will be reassessed.